Event description:
It was reported that the atrial lead exhibited noise with bipolar sensing. Unipolar impedance was less than 200 ohms and bipolar impedance 257 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the proximal coil was fractured at 23.5 cm to 24.5 cm from the connector pin as a result of clavicular crush. The distal insulation was abraded at 46.5 cm to 47 cm from the connector pin which exposed both coils and could have resulted in the reported noise.